Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite trying different adapters and cables. Battery charging connection was not recognized. There was no adverse impact to the customer's blood glucose level. Customer will use a backup insulin therapy via multiple daily injections (mdi) until the replacement pump, which was sent by technical support, is received. Customer was instructed to let the current pump's battery deplete and to return it with provided shipping materials.